Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2022-10609. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on both the atrial and rv leads. The physician elected to explant and replace the atrial and rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: b5 - event description should have mentioned "left ventricular lead" instead of "atrial lead".

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on both the right ventricular (rv) and left ventricular (lv) leads. The physician elected to explant and replace the lv and rv lead. The patient condition was stable.